Event description:
The complainant reported a patient in cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. Us complainant reported that the patient was placed on impella cp for hemodynamic support. It was reported that there was a saturated flow issue with the impella device. Following placement of the pump, flows were lower than expected and the motor current was measuring over 1200 ma. The device was removed and replaced with a new pump.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The product was returned and biomaterial was found wrapped around the impeller. The root cause of the saturated flows was determined to be ingested biomaterial adding additional resistance to the impeller and therefore increasing motor current. This report is being filed as part of a retrospective review of historical records.